Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02512. It was reported the patient's ipg was unable to enter MRI mode. Diagnostic testing revealed high impedance values on both leads. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.